Manufacturer narrative:
Troubleshooting steps taken shows "no date tele inop in all the sectors. The problem was noted to have occurred during a weather storm. Device status shows all (intellivue telemetry system) its networked devices in connected mode and no alerts in the wmts log. Advised the customer to reboot the its stack and callback for further assistance. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device as follow up with the customer was unsuccessful. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that loss of telemetry monitoring hospital wide. The device was in use at time of event, there was no adverse event reported. .